Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump lost its programming. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause for the pump losing programming is due to the pump's settings not being kept and reset to default as a result of the battery life of the rtc battery being two days, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.